Event description:
Customer alleged that the pump was under infused. It infused close to 9 ml instead of 10 ml during testing.

Manufacturer narrative:
Investigation found that the pump's maintenance due date was passed and it also failed volumetric accuracy tests by +/-5%. Pump was calibrated to resolve the issue.